Event description:
It was reported during a da vinci-assisted procedure the large hem-o-lok clip applier was found to have a bent shaft. The site completed the procedure and there was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow-up with the robotics coordinator (roco) and the following information was confirmed: the customer explained that the correct instrument was returned that had a bent shaft. Per the customer records, the issue with the clip applier instrument was identified on (B)(6)2020.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis (fa) was unable to confirm the reported issue as there was no bent shaft observed when visual inspection was performed on the instrument. Fa concluded that the wrong part was likely returned for analysis. The instrument passed recognition/engagement tests and moved intuitively with full range of motion in all directions. The instruments grips opened/closed properly, but the instrument failed grip test when it was performed. Fa also found that the instrument had multiple cracked input disks and there were hairline cracks found on the grip input disks.